Event description:
The customer reported that they received an erroneous result for one patient sample tested for n-terminal pro b-type natriuretic peptide (nt-probnp). The customer did not know the date that the event occurred. The sample resulted as < 5 pg/ml and this value was reported outside of the laboratory. A physician pointed out that the result was too low, so bnp was measured on an abbott architect analyzer, resulting as 1067 pg/ml. The 1067 pg/ml was also reported outside of the laboratory. The patient was not adversely affected by the event. The analyzer used was an e602 analyzer. The serial number was not provided. Samples from the patient were provided for investigation. Investigation results suggest that the ru-antibody of the nt-probnp assay contributes to the phenomenon. It is not likely that the samples from this patient include any interfering substances. It is highly likely that the patient's nt fragment has mutation(s) in the epitope for the ru-antibody of nt-probnp.

Manufacturer narrative:
This event occurred in (B)(6).